Event description:
It was reported that the pt's ear started to bleed. A part of the electrode was seen in the outer ear canal by a health professional. Re-implantation is considered to avoid infection. Testing in situ shows that the device is functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.